Event description:
It was reported to philips that the system could not be started up properly. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of log files showed an unexpected os (operating system) startup, the host pc shut down and restarted while the system was running. The fse identified that the host pc was defective. To resolve the issue, fse replaced the host pc and hard disk. The defective part was returned for failure analysis. The cause of the host pc failure was identified as a power supply defect. After the replacement of the host pc and hard disk, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of log files showed that unexpected os (operating system) startup. The fse identified that the host pc was defective. The fse replaced the host pc and hard disk drive (hdd), and the system was returned to good working condition. The codes were updated based on the investigation outcome.